Event description:
A customer reported that the vitrectomy probe had insufficient suction during a combined cataract/vitrectomy surgery. A new cassette was opened. There are no patient harm. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information becomes available. Additional information has been requested but not received to date. (B)(4).